Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that when stapler was fired with a gst60g reload on the stomach, it turns out that the blade cuts off a piece of green plastic from the reload.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a green reload fully fired with a b formed staple with two small threads of plastic, that appears to be rubbish of the reload. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date no device has been returned as it is being retained.